Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to a missing retainer. The device had a missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring at the top of the reservoir compartment has broken and come away. Customer was advised that the pump will need to be replaced.